Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood on the distal conductor and that the distal conductor was covered in body tissue/fibrotic growth.

Event description:
It was reported that at the patient's first follow-up visit the clinic noted there was a decrease in r-waves and an increase in rv (right ventricular) threshold. At the rv lead revision the operator had difficulty in retracting the lead's helix, and then extending the helix when lead was repositioned into a new pacing site in the rv. Then during device reconnection the lead displaced. The lead was then extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor and that there was tissue/fibrotic growth on the distal conductor. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.